Manufacturer narrative:
The insulin pump was received with blank display due to the battery tube not properly plugged into the interface board. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 171mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.